Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The device was found to be in backup vvi via remote transmission. The device was unable to be interrogated. After the magnet was removed, the device was successfully interrogated. A software download was unable to be performed. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported backup dfo was confirmed in the laboratory via review of the device image and was due to two event queue overflow resets that occurred in succession. The cause of the resets was a firmware anomaly.